Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part 314.119 / lot. 6045902; DHR review for part# 314.119 lot# 6045902; release to warehouse date: february 10, 2009; supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver is to round in the tip and the tip of the depth guide is bent. This happened intraoperative. No delay to surgery time. Unknown how they completed the surgery. Patient is okay. This complaint involves two parts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the visual inspection of the returned screwdriver has shown wear marks on top of the item and strongly damages at the coupling. The returned device clearly shows a laser etch on the shaft that does not comply with the company¿s drawing specifications. The etching does not seem to be from a depuy synthes manufacturing site. Further investigation has shown that this instrument was manufactured in february 2009. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Due to the limited information we are not able to determine the exact cause which has led to the reported problem (it was reported that the screwdriver is to round). A functional test with an available locking screw has shown that the screwdriver could be inserted without any problems. Due to the damages at the coupling and as the item is now more than 8 years old, it is likely that the damages were caused due to normal wear and tear over the years. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.